Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on an unknown date. According to the complainant, during the preparation, the back of the procedure sheath where the scope adapter was connected broke off. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be fine at the conclusion of the procedure.